Event description:
Major pump unit(s) involved: external control system failureadditional text: power cable to controller fracturedspecific component(s) involved: pump drive unit malfunctionadditional text: power cable to controller fracturedother component:causative or contributing factor: patient noncompliance in device maintenance and protection; patient error in caring for systemother cause:intervention(s): replacement of external controllerother intervention :implant device type: lvadmalfunction device type:

Event description:
Major pump unit(s) involved: external control system failurespecific component(s) involved: pump drive unit malfunction